Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/08/2016 device evaluation: the device has been returned and evaluated by product analysis on 11/15/2016 with the following findings: there were multiple call service (cs 052) alarms observed in the black box and alarm history. Ez-prime steps were performed correctly with no alarms during investigation. Unrelated to the original complaint, the battery compartment was cracked. The pump¿s cover was removed and no damage was found internally.